Event description:
It was reported that the system will intermittently lock up while attempting to retrieve images.

Manufacturer narrative:
Ge representative evaluated system and found he had to replace several components to upgrade software to correct the problem. Replaced defective cup, hard drive, video controller, image processor, network interface pcb, and cine drive. System operates as intended.